Manufacturer narrative:
Follow-up #1: date of submission 04/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2016 with the following findings: a review of the black box and alarm history revealed multiple consecutive ¿call service (cs) 054/cs052/cs012¿alarms. During testing, the ¿ez-prime¿ steps were performed correctly with no ¿cs012¿ alarms or any errors, alarms or warnings. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the cgm module. The reported ¿cs012¿ complaint was not duplicated during investigation.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.